Event description:
The recipient is reportedly experiencing pain and tinnitus. Device testing revealed results within normal limits.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made, and improvement was noted. The recipient's pain is being managed by prescribed pain medication (type unknown). The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.